Event description:
It was reported that the pt's right femoral vein was cannulated in order to insert the catheter. The guide wire was inserted without difficulty, but during insertion of the catheter over the guide wire, the wire was inadvertently pushed into the vein. The guide wire was removed under fluoroscopy, with no resulting complications.